Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3586, serial # (B)(4), product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient had a 2x4 paddle lead implanted on (B)(6) 2016. The manufacturer representative stated that the patient¿s healthcare provider (hcp) placed a new percutaneous lead in the cervical epidural space to gain more coverage of the patient¿s painful areas, which were in their right arm and hand. It was noted that the patient¿s surgery was successful and that they had good post-operative coverage. The manufacturer representative reported that the patient was in a car accident sometime during (B)(6) 2016 and their coverage changed afterwards. It was reported that another lead revision was done on (B)(6) 2016. Following the surgery, the patient had a pretty good recapture of their stimulation coverage. The product was not returned for analysis. Indication for use is non-malignant pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.